Event description:
Same patient as 2134265-2013-00847 and 2134265-2013-00521. It was further reported that in (B)(6) 2011, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 95% ostial stenosis in the lad was treated with pre-dilatation and placement of 2.75 x 8 mm promus stent. Following post-dilatation residual stenosis was 0%. Post deployment of the stent in the lad, the ostial circumflex was noted to be pinched which was treated with dilatation. In (B)(6) 2011, during an event of angina, 50% and 80% in-stent restenosis at the site of previously deployed non bsc stents in rca were noted. The in-stent re-stenotic lesion in the proximal rca was treated with placement of a 2.5 x 28 mm promus element stent. In addition, 95% in-stent restenosis of another non bsc stent in the rca, beyond the acute marginal was noted. This was treated with the placement of 2.25 x 16 mm taxus liberte atom stent in distal rca. In (B)(6) 2011, the patient presented to the emergency room with complaints of chest discomfort. Coronary angiography revealed in-stent restenosis of the rca stents deployed in (B)(6) 2011. This was treated with deployment of another manufacturer's stent. The patient was discharged on aspirin and prasugrel.

Event description:
(B)(4) study. Same patient as MDR ID#2134265-2011-03661. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. Target lesion #1 was located in the mid lad (cass site #13) with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. The target lesion location is unknown. The physician treated the target lesion with direct stent placement using a 2.50 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain. In (B)(6) 2011 the patient experienced chest discomfort

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event in (B)(6) 2011, the patient experienced in-stent restenosis. The restenosis was treated, but it is unknown what procedure was performed. The event was considered resolved.

Event description:
It was further reported that prior to the index procedure, immediate intervention to the rca was performed using non bsc stents. Staged procedure to the lad was scheduled. In (B)(6) 2010, during the index procedure, post deployment of the taxus liberte study stent to the mid lad, pinching of the diagonal was noted. Pinching (and 70% stenosis) in the diagonal were treated with balloon angioplasty, with 10% residual stenosis. In (B)(6) 2011, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event, relevant tests and other relevant history updated. (B)(4).

Manufacturer narrative:
(B)(4).